Event description:
Initial results for two patient sodiums were 125 and 119 mmol/l. When repeated, the results were 132 and 134 mmol/l respectively. The incorrect results were not used to guide patient therapy. The field service rep found some racks were broken, causing probe crashes. The instrument was repaired by discarding the broken racks.